Event description:
The reporter stated that they did back to back (rapid succession) blood glucose testing, using different fingersticks. Rptr's results were 44, 58 and 99 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. On followup the rptr had checked the test strip confirmation dot when testing. Rptr described an accurate technique for applying blood. Rptr had never cleaned rptr's meter. No harm was alleged.